Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 504 mg/dl. Customer delivered a bolus via the pump to address bg level.